Event description:
It was reported the lead demonstrated high impedance and triggered an alert. Follow up with the physician's office disclosed the alert was turned off. The patient is being monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead demonstrated high impedance and triggered an alert. Follow up with the physician's office disclosed the alert was turned off. The patient is being monitored and the lead remains in use. It was later reported the lead was connected to a new device during a routine device change out and the superior vena cava coil was turned off. Defibrillation threshold testing was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Daily pace impedance trend data shows an abrupt increase for svc defib = 60 to 254 ohms peak between (B)(6) 2012.